Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 12.6mm, vticm512.6 -1.00/5.0/084 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6b- if explaned, give date: unknown. B5- per updated information following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and rotation. In a separate visit lens repositioning was performed, however it was reported that the lens was not stable after repositioning. The lens was removed on an unknown date and the problem resolved. Patient is happy. Claim # (B)(4).